Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial and right ventricular leads into the pulse generator header. Eventually, the leads were inserted and secured properly. The device was implanted.

Manufacturer narrative:
Analysis description: final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.